Event description:
It was reported that the surgeon inserted an icm130v4 13.0mm implantable collamer lens on (B)(6) 2011 and the lens was explanted on (B)(6) 2011 due to excessive vault. Elevated iop was noted the lens was exchanged using a shorter lens. This resolved the problem.

Manufacturer narrative:
(B)(4).